Manufacturer narrative:
B5 - the lens was exchanged with a same model but longer length lens due to low vault. The problem was resolved. No injury reported. Additional information via email states " problem is solved and patient is happy now". H6 - 2199 corrected to 4629 claims #(B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -4.50/+1.0/125 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The surgeon reports the patient had low vaulting; refractive surprise. It was additionally noted that "consulting with ma what to do with the vault and refractive surprise". Lens remains implanted. The problem is not resolved.

Manufacturer narrative:
D4 - unique identifier (UDI) #: (B)(4). H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. H4 - device manufacture date: 13-feb-2023 corrected to 07-feb-2023. H6 - type of investigation: 10. Investigation conclusions: 4310. Claim # (B)(4).